Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female underwent breast reconstruction with a mentor siltex round moderate profile 350cc saline prosthesis. The final fill volume of the prosthesis was 435ccs. Right deflation was suspected by the patient, as the right prosthesis appeared smaller. On (B)(6) 2018, deflation was confirmed by a physician¿s examination. As a result, the device was replaced with a mentor siltex round moderate profile 350cc saline prosthesis on (B)(6) 2018.

Manufacturer narrative:
Additional information was received with the field experience report on 5/23/2018. The replacement prosthesis was a mentor smooth round moderate profile 325cc saline prosthesis. The mentor failure analysis lab received the device for evaluation on 5/23/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis has been completed, a supplemental report will be submitted. The device history record (DHR) for the lot number 6998462 was reviewed on 5/23/2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. On 6/3/2018 mentor became aware that the explant date listed in the initial report submitted on 5/21/2018 erroneously displayed (B)(6) 2018, although the explant date stated and confirmed by additional information was actually (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/19/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent breast reconstruction with a mentor siltex round moderate profile 350cc saline prosthesis. On (B)(6) 2018, deflation was confirmed by a physician¿s examination. Upon receipt by mentor, the device returned without fluid. Brown and yellow material was observed within the device and on the shell surface. The product evaluation team discovered a rent measuring approximately 0.1 cm within an area of siltex cracking on the posterior aspect. Parallel lines of shell wear were also observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown and yellow material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).